Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia while the system displayed ¿dosing stopped, connect cgm or enter bg¿ during dexcom g7 warm-up, with reported glucose values around 360¿367 mg/dl; the user alternated between g7 and g6, used an apple watch with bluetooth initially on, and later received an occlusion alert that was not acted upon until instructed to change the infusion set, after which insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education regarding cgm warm-up, meal announcements during warm-up, apple watch bluetooth management, and infusion set replacement, with instruction to monitor glucose for improvement. Investigation included technical troubleshooting, use environment review, and user education. Investigation of this case revealed no confirmed device malfunction; the event was consistent with loss of cgm data during sensor warm-up affecting automated dosing and a probable infusion set occlusion that required set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.